Manufacturer narrative:
Investigation summary: confirmed customer¿s complaint that the device alarms with r/h mechanism downstream air error alarm. Device failed run in protocol on r/h mechanism. Rate = 500 ml/hr. Vtbi of 50 ml with error alarm code n234. Verified error alarm by review of the event alarm logs. Device failed several times with n234. Replaced the r/h app pwa. Calibrated r/h mechanism. R/h mechanism passed calibration. Probable cause is defective/worn r/h mech app pwa. During inspection device alarmed with battery disconnected. Visual inspection of the battery connector shows that the pins in the connector were damaged. Replaced the battery. Device no longer alarms with battery disconnected. Probable cause is loose connection / connector on the battery assembly.

Event description:
Event occurred regarding plum duo ln (B)(6), sn (B)(6). Report stated that "right-side downstream error on all cassettes & delivery accuracy." There was no patient involvement.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.